Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, complication in site preparation (root of the neighboring tooth was touched), implant was too long.